Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #2954740-2017-00264. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a galaxy g3 coil (glx120208/s12301) was used during a coil embolization procedure to treat a 4mm ruptured aneurysm in the anterior communicating artery (acom) where the coil was difficult to detach and subsequently stretched. The coil was tested successfully outside of the body, per the IFU. The galaxy g3 coil (complaint product) was advanced into detachment position and upon plugging in to the enpower cable the green light no longer illuminated. The physician attempted to detach the coil by pushing the detachment button, but no chime was heard and the coil did not detach. The enpower cable and enpower control box were switched out and the same thing occurred. Upon attempting to remove the coil from the aneurysm, the physician stated that it then detached. The microcatheter was removed and replaced and a subsequent coil was successfully tested, advanced to the lesion and detached. Upon ultrasound following the procedure it was noted that the galaxy g3 coil (complaint product) had stretched. The stretched coil was tacked up in the internal carotid artery using two neuroform stents. The following day, it was noted on ultrasound that the proximal part of the stretched coil was in the common carotid artery. A microcatheter (sl-10, straight) was also used during this procedure. There was no damage noted to the galaxy g3 coil prior to use and there were no kinks or bends noted to the microcatheter that may have contributed to the event. An adequate continuous flush was maintained through the catheter at all times. One coil had been used with this microcatheter, control cable, and dcb prior to the reported event. An estimated procedural delay was reported to be greater than 30 minutes as a result of this event. The patient¿s information is not available.

Manufacturer narrative:
The galaxy g3 product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As there is no evidence of a manufacturing or design related issue and there is no current safety signal for the device or the issue no further action will be taken at this time.